Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The suction regulator was replaced and corrected the reported problem. The unit was returned back to service.

Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the suction is not working. There was no reported patient involvement.